Manufacturer narrative:
No allegation of product malfunction has been reported, no x-rays were provided to confirm the alleged event. Product remains in-situ. Labeling review: potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels..." Product remains in-situ.

Event description:
On (B)(6) 2013, patient underwent an anterior cervical discectomy and fusion procedure. Six days post-operative, the patient presented with difficulty swallowing. On exam swelling was noted at the incision site. Patient was admitted and taken to the or for evacuation of hematoma. There were no complications associated with the procedure, patient was reported to have been discharged after one day.